Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 550 mg/dl. The customer¿s blood glucose level was 478 mg/dl at the time of the incident. The customer¿s symptoms were not noted, and the customer was treated with a bolus from the insulin pump. Customer noted he continued eating because he forgot to check his blood glucose levels. Customer cannot calibrate his sensor because his blood glucose is too high, but he already changed his set and reservoir. No troubleshooting was performed. Nothing was returned or shipped.